Event description:
It was reported that the patient presented in-clinic as the implantable cardioverter defibrillator (ICD) and right-ventricular (rv) lead exhibited inappropriate shock as a result of oversensing electromagnetic interference of another implanted device. The rv lead exhibited low pacing impedance as well. Programming changes were made initially to deactivate the ICD. Additionally, upon fluoroscopy imaging it was noted that the rv lead exhibited externalized conductors, and noise was reproducible by manipulating output frequencies of the other device. As a resolution the rv lead and the ICD were explanted and replaced. The patient was recovering.